Event description:
It was reported that patient underwent total hip arthroplasty utilizing metal on metal hip components in 2004. Approximately two years after the initial procedure, the patient began to experience pain and squeaking which slowly progressed. A revision surgery was performed in 2009 to remove the cup and head component. No further information received to date.

Event description:
It was reported that patient underwent total hip arthroplasty utilizing metal on metal hip components in 2004. Approximately two years after the initial procedure, the patient began to experience pain and squeaking which has slowly progressed and will require a revision procedure. No revision has been performed to date and no further information has been received.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. A revision is anticipated, but not scheduled to date. Onset of pain began approximately two years post-op and has slowly progressed.

Manufacturer narrative:
Evaluation of the returned component found that the rim of the articular surface of the cup showed evidence of wear and deformation. These findings are possibly consistent with subluxation of the joint. The outer rim of the cup showed evidence of deformation in several places, but it could not be determined how much of this deformation occurred during removal of the component. The bearing surface of the component exhibited wear apparently due to a third body abrasive trapped in the clearance. Based on the appearance of the part, the wear rate did not appear to be excessive. The source and identity of the third body agent could not be established during visual examination. Two of the anti-rotation fins on the outside of the component had fractured, apparently due to bending overload. It could not be determined when this fracture occurred: prior to or during insertion, during service, during removal of the device or from subsequent handling of the device.this report filed september 30, 2009.